Manufacturer narrative:
Vyaire medical file identification: (B)(4). No photographic evidence was supplied and no sample was returned. The device used on the patient was discarded and therefore the reported defect could not be confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 8000 hdp vital signs¿ head positioner caused pressure wound to a patient when used. The burns were seen on the forehead near the eyebrows. The customer reported it is a pressure wound that caused multiple burn wounds on the face with breakage of the skin.